Event description:
During an implant procedure, high impedance and threshold measurements were noted in the apical location. The lead was exchanged for an active fixation and placed in the septal with good electrical measurements. The patient was in stable condition following the procedure.

Manufacturer narrative:
The reported events of high lead impedance and high threshold were not confirmed. As received, a complete lead was returned with all the tines intact. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead revealed no anomalies.